Manufacturer narrative:
Analysis & conclusions: root cause: inconclusive. Probable root cause: cassette lod capability (low level virus concentration) environmental/process contamination. No other root cause is available to explain the (B)(6) results observed by the customer. Mesa has concluded the investigation of this complaint and determined that the kit is performing to mesa specifications. Mesa continues to track, trend, and react to customer complaints. No adverse event occurred. The used devices were not returned to the manufacturer, but devices manufactured and qc results from the same lots were evaluated with no issues. The manufacturer has not confirmed that the device malfunctioned. Information reported by user is being reported as required by 21 cfr 803.

Event description:
The customer reported getting 7 (B)(6) patient results.